Event description:
Surgeon said there was a hematoma. Exchanged parts and washed out.

Manufacturer narrative:
The v40 cocr lfit head 40mm/+4; cat# 6260-9-240; lot# 1197624 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding revision involving a trident 0 deg x3 insert 32mm head was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: it was reported that the patient had a hematoma. The patient was washed out and the devices were exchanged. There is no indication that the event is device related. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
Surgeon said there was a hematoma. Exchanged parts and washed out.